Event description:
Multiple instances of the straps breaking when individual attempts to don mask on the cardinal n95 masks which makes the mask unusable. This has been occurring during testing and when used during patient care.

Event description:
Multiple instances of the straps breaking when individual attempts to don mask on the cardinal n95 masks which makes the mask unusable. This has been occurring during testing and when used during patient care.